Manufacturer narrative:
Nalu personnel working directly with the patient report that it is likely the patient failed to follow instructions for restricted movement immediately after the implant. Excessive motion before healing may cause instability of the implanted components. Although migration is a known inherent risk of implantable devices, this case appears to be related to the patient failure to follow instructions.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. After activating the permanent system, the patient reported inadequate pain relief from the system despite having reported excellent relief during the trial phase. Assessment in the field determined that the implanted leads had migrated away from the nerve target. On (B)(6) 2025 a surgical revision was performed to remove the original system and place a new system in the appropriate location to address the desired nerve target.